Event description:
An impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), from an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patients hemoglobin/hematocrit (h&h) dropped, which required the patient to receive 2 units of packed red blood cells (prbcs). The post-procedure outcome was an escalation of therapy to an impella 5.5. However, the same day that the impella 5.5 was inserted, the patient expired on support. The impella 5.5 functioned at p-8 at 3.4l/min. The device is unlikely to have contributed to the patient's death, which was most likely due to the patient's clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ppae (anemia): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 2013882. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.